Manufacturer narrative:
A lead stiffness test was performed and found to be within specification.

Event description:
Patient presented in ER with chest pain; sharp and intermittent. It was reported that the lead had perforated the heart. During explant procedure, it was noted that the lead appeared to have outer insulation damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.